Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not giving the customer insulin. The customer's blood glucose was 500 mg/dl. The customer's blood glucose was 110 mg/dl and then it rose to 479 mg/dl. The customer took a manual injection. The customer's blood glucose was 448 mg/dl. Troubleshooting was performed. The customer's current blood glucose is 356 mg/dl. The customer reported being nauseated and having a dry mouth. No medical intervention was needed. Nothing further reported.